Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly, and the insulin gauge was inaccurate. Reportedly, the customer reused the cartridge. Tandem technical support provided education on cartridges being labelled as a single-use product. Additionally, the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. There was no reported adverse impact to the customer's blood glucose level. A new charging cable was sent to the customer, and the customer continued to use pump for insulin therapy.